Event description:
It was reported that the device incorrectly alarmed. The patient went to the hospital, but the alarm condition no longer occurred. About eight months later the patient reported that the device alarmed again. The patient has not seen a physician and there is no reported intervention. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).